Event description:
Provation md is designed to have automated recall functions. The hospital initially was the only facility using the software. Our off-site clinic was added to the provation system two years ago. The software was updated to provide gi reporting capability at the clinic site. This was done by identifying the clinic as a second site within the provation database. Training was provided for the phyicians and nurses for the initial rollout of the software at the main hospital, and subsequently for the cllinic staff before it went live. We recently discovered that the recall function has not been working for our off-site clinic since that time. The software has continued to work correctly for the hospital. Software updates are typically released on a quarterly basis. We are currently on release 4.1.40.provation has been very responsive and provided a fix for the application which is currently being tested. Provation provided an sql script which will correct the entries in the table which caused the issue and will subsequently re-generate the missing recalls based upon the recall recommendation made in the initial report. The root cause for the problem is still under investigation.